Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that a health care provider was removing a pump; potential pump issue. No further details were provided. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.